Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the snare could not cut through as smoothly as usual and seemed to "chew" the tissue rather than cut right through during cold polypectomy. The device was opened and closed multiple times. They tried irrigating the area and repositioning the snare, none resolved the problem. However, the snare eventually cut through. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2 (correction): block g4 (premarket / 510(k) #) has been updated based on the information for captivator cold snare is class 1 510(k) exempt. Block h6: problem code a050702 captures the reportable event polyp resecting problems.

Manufacturer narrative:
Block h2 (correction): block d4 (model number, catalog number) has been updated based on the information that was identified on march 18, 2026. Block h6: problem code a050702 captures the reportable event polyp resecting problems.

Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the snare could not cut through as smoothly as usual and seemed to "chew" the tissue rather than cut right through during cold polypectomy. The device was opened and closed multiple times. They tried irrigating the area and repositioning the snare, none resolved the problem. However, the snare eventually cut through. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the snare could not cut through as smoothly as usual and seemed to "chew" the tissue rather than cut right through during cold polypectomy. The device was opened and closed multiple times. They tried irrigating the area and repositioning the snare, none resolved the problem. However, the snare eventually cut through. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the snare could not cut through as smoothly as usual and seemed to "chew" the tissue rather than cut right through during cold polypectomy. The device was opened and closed multiple times. They tried irrigating the area and repositioning the snare, none resolved the problem. However, the snare eventually cut through. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.